Event description:
It was reported that the subject device broke off during a transurethral resection of bladder tumor (turbt). The broken piece was retrieved from the patient's bladder with a forceps and the patient's health was not impacted. They reported there was up to a 10 minute delay and the procedure was completed with a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates added to the following fields: d9, h3, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the damage described, the damage was likely caused by thermal and mechanical factors. It cannot be determined whether the insulating insert was damaged or worn prior to the incident, or whether the damage occurred during the last preparation (cleaning, disinfecting, sterilization) of the instrument or during the last procedure. Based on the results of the investigation, it is likely the following led to the malfunction: wear and tear and wrong handling, such as a fall, overstress, or blow. There are also cracks on the insulation material that are hard to spot during a visual inspection. Olympus will continue to monitor field performance for this device.